Manufacturer narrative:
The arrow field service representative investigated this incident. He replaced the pcs assembly, functional tested the pump and returned it to service.

Event description:
It was reported that during use of the pump, purge failure alarms were experienced when attempting to initiate counterpulsation. As a result of this, the pump was exchanged. There were no associated patient complications.